Event description:
As reported to coloplast, though not verified, the patient experienced pain. Additional information received further reported the patient also experienced recurrent stress urinary incontinence, grade two cystocele and urethrocele, and recurrent urinary tract infections. A urine culture showed mixed gram-positive and gram-negative flora. It was also reported that the sling ¿previously disengaged.¿ another manufacturer¿s sling was implanted on (B)(6) 2016.

Manufacturer narrative:
Portions of this event were previously reported via alternative summary report (asr) on (B)(6) 2019, exemption number e2014015. A follow-up report to the asr was submitted under manufacturer report number 2125050-2019-00610. This report is intended to be a follow-up report to submit additional information that has been received; any further information received will be submitted under this report number. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.